Manufacturer narrative:
The pt was critically ill and on one pressor for hypotension when they initiated cvvhdf. The cause of the pt's cardiac arrest and death are not known. The risk mgr stated she could not provide any more info related to the pt or this event. The filter set was discarded and not available for analysis. Retained samples of the lot number will be analyzed. The prisma machine was not inspected by gambro. The facility's biomedical department has not returned gambro's call regarding their inspection of the machine. Gambro does not regard the submittal of this report as an admission of causation or liability.

Event description:
According to the voluntary medwatch report, a pt with acute renal failure, tachypnea, restlessness and confusion was started on continuous venovenous hemodiafiltration. Dopamine was started at 5mcg/kg min for low blood pressure, both levophed and dopamine were titrated when the pt's blood pressure continued to drop. Twenty minutes later, the pt's blood pressure did not improve and the heart rate started slowing. A code blue was called and CPR started when the pt became pulseless. The staff was unable to resuscitate the pt and the pt was pronounced dead 15 minutes after the code blue was called. The m100 filter was clotted. Prior to this event, the machine was changed and five filters from this lot were used while on that machine.